Event description:
It has been reported to philips that the wireless footswitch inside the exam room intermittently keeps losing the connection and when this happens the wifi symbol keeps flashing red. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the foot pedal was not working. On investigation, the fse found that intermittently, the wireless connection between the base station and wireless footswitch was lost and the base station or footswitch remains in error mode. The procedure was completed using the wired footswitch. The fse replaced the footswitch. After replacement, the system was returned to use in good working order. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction (z-0476-2022) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has also initiated a field safety corrective action (2022-igt-bst-011). The codes were updated based on the investigation outcome.